Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. No issues were noted and the reported event was unable to be duplicated. As a precaution, the technician replaced the control board and placed the table back into service. No additional issues have been reported. The table was installed in 2002 and is not under steris service contract. The table is serviced and maintained by the user facility.

Event description:
The user facility reported that the surgical table rose in height without being commanded to do so. No injuries or procedural delays/cancellations were reported.